Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). The following additional information was provided: ¿the event occurred halfway through deployment. The stent was attempted to be recaptured however this was not possible. With the reverse button pushed, the trigger could be squeezed but it was observed that there was no sheath movement endoscopically therefore the stent could not be recaptured.¿ 1 x evo-fc-10-11-6-b device was returned. Upon evaluation of the returned device, it was noted that there was a kink in the polyimide which could have occurred during transportation. No resistance was encountered when actuating for retraction and deployment. The stent was not returned with the device. The lockwire was also not returned. A possible cause may be that the directional button somehow became disengaged from deployment mode. The customer complaint is considered to be confirmed based on customer testimony. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. It is unknown when the lockwire was removed from the system but it is assumed that it was pulled when attempting to deploy the stent and when the user tried to recapture the stent with the lockwire removed it would not have been possible. Following lab evaluation the following information was provided: ¿the stent is not inside the patient. The delivery system was pulled out of the cbd with the stent attached to the catheter and halfway deployed. It's assumed the stent detached from the delivery catheter as the device was removed from the working channel. Possibly left in the scope or thrown away. The stent whereabouts are unknown but definitely not in the cbd. The deployment device was removed from the bin at request from the territory manager after the case but no stent was seen or could be found or retrieved.¿ prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, notes section advises the user of the following: ¿if an abnormality is detected that would inhibit proper working condition, do not use." From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
This follow up MDR is being submitted as the device was returned and evaluated. During the procedure the product in question attempted to be placed over a wire guide through the scope and placed into the cbd. The first stent failed to deploy more than half way once correctly placed in the cbd. It was removed than another stent opened. A second device was also used during this procedure on this patient - refer to report # 3001845648-2017-00398.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. However, a possible cause may be that the shuttle to sheath tube joint could have broken due to excessive force applied and caused the first stent to fail to deploy. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, notes section advises the user of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would inhibit proper working condition, do not use." A review of the manufacturing records for the evo-fc-10-11-6-b device of lot number c1356151 revealed no discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
During the procedure the product in question attempted to be placed over a wire guide through the scope and placed into the cbd. The first stent failed to deploy more than half way once correctly placed in the cbd. It was removed than another stent opened.